Event description:
On 11/04/1998 the facility informed the manufacturer's sales representative of two (2) events (ref. MDR# 1056436-1998-00113 for the second event) which occurred at the facility. This report concerns the the first event. The report states as follows: the catheter was leaking below the y-site at a crack at the seam. The catheter was immediately removed and replaced. No further details were provided.